Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was twisted and slightly curled. The insulation was bunched in several places and the rate/sense conductor coils were offset, due to the insulation pushing against the conductor coils. The helix mechanism was extracted and dried blood was noted in the helix housing. After removing the dried body fluid, the helix mechanism was fully functional, but slow, likely due to the bunched insulation that ultimately required more torque to move the helix. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing in addition to the bunched insulation likely contributed to the irregularity in helix function.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to an issue experienced with the helix mechanism. No adverse patient effects were reported. The lead is expected to be returned for analysis.